Manufacturer narrative:
Lot review: a review of suspect lot# 3226622 showed that (B)(4). Started investigation and follow up to be filed.

Event description:
Complaint received regarding two 46068-65, neonatal kit with 30ml, flush device for (B)(6) hospital, suspect lot numbers 3202076 (mfd. 03/2016) and 3226622 (mfd. 03/2016). " the transducer was connected to a uac on a nicu baby - after connecting the line, blood started to leak from the transducer - according to the account. Leaking was stated as occurring behind the transducer casing. Delay in critical therapy due to unscheduled change out of device was reported but no serious adverse patient consequences were reported. Patient baseline remained unchanged, stable and post status is good.

Manufacturer narrative:
Lot review: a review of lot# 3226622 showed that (B)(4) units were manufactured, tested, inspected and released in march of 2016 citing no anomalies. A review of lot# 3202076 showed that (B)(4) units were manufactured, tested, inspected and released in march of 2016 citing no anomalies. The 21 unused units from other lots were sent for investigation and a third used unit, as explained in the note below. Note: there were three units (not two as originally written in the initial complaint - MDR) all used on the same patient. The other used unit was from lot# 3265497 showed that (B)(4) units were manufactured, tested, inspected and released in june 2016. Functional testing: the used unit from lot# 3202076 and lot# 3226622 passed both pressure and vacuum testing and did not confirm the complaint. The used unit from lot# 3265497 passed pressure but failed vacuum testing. The 21 unused units had mixed results. Analysis summary: the reported complaint of leak from the transducer was confirmed on the one used unit. One of the three used units was observed to leak which was from lot# 3265497. The other 21 units from various lots had mixed results. The root cause of the failure was determined to be a manufacturing error dealing with the transpac high chip. ICU through continuous improvement is reviewing and challenging the applicable design, materials and involved manufacturing and equipment processes. ICU will continue to monitor and trend.

Event description:
Complaint received regarding two 46068-65, neonatal kit with 30ml, flush device for (B)(6) hospital, suspect lot numbers 3202076 (mfd. 03/2016) and 3226622 (mfd. 03/2016). " the transducer was connected to a uac on a nicu baby - after connecting the line, blood started to leak from the transducer - according to the account. Leaking was stated as occurring behind the transducer casing. Delay in critical therapy due to unscheduled change out of device was reported but no serious adverse patient consequences were reported. Patient baseline remained unchanged, stable and post status is good.